Event description:
It was reported that the bd connecta¿ stopcock came loose and disconnected from the hub of the catheter, causing blood to leak out during use. The following information was provided by the initial reporter, translated from italian: "I have just received dr. Report for two accidents that occurred at the emergency surgery. The accident involved two taps with lot l2067587 expiring 02/2025 ref 394600. In both cases, the taps disconnected from the venous access causing significant blood loss to the patients. Update: accidents that occurred in the emergency surgery department. In both cases the stopcocks were connected to bd venflon pro safety cannula needles. During use they disconnected from the hub of the peripheral venous catheter causing massive blood loss to the patient. Death? -no. Serious injury - no. Erroneous results - no. Course of treatment changed due to event- no. Exposure to blood/bodily fluid - yes, blood leaking from the catheter hub. Medical int. Other than first aid - yes, carrying out blood tests (complete blood count)".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock came loose and disconnected from the hub of the catheter, causing blood to leak out during use. The following information was provided by the initial reporter, translated from italian: "I have just received dr. Report for two accidents that occurred at the emergency surgery... The accident involved two taps with lot l2067587 expiring 02/2025 ref (B)(4). In both cases, the taps disconnected from the venous access causing significant blood loss to the patients... Update: accidents that occurred in the emergency surgery department. In both cases the stopcocks were connected to bd venflon pro safety cannula needles. During use they disconnected from the hub of the peripheral venous catheter causing massive blood loss to the patient... Death? -no. Serious injury - no. Erroneous results - no. Course of treatment changed due to event- no. Exposure to blood/bodily fluid - yes, blood leaking from the catheter hub medical int. Other than first aid - yes, carrying out blood tests (complete blood count)".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-mar-2023. Our quality engineer inspected the several samples submitted for evaluation. The reported issue of separation other component ¿ leak was not confirmed upon inspection and testing of the samples. Analysis of 10 of the samples showed that showed that there were no abnormalities or damages on the samples. The connections of the 10 samples were tested and all functioned without the reported defect. Bd was unable to determine a root cause for the reported failure since the defect was not confirmed during the analysis of the samples. Production records were reviewed, and this batch met our manufacturing product specification requirements. H3 other text : see h10.